Event description:
Ventilator failed to cycle with code e31 code (solenoid fail). No attempt was made to restart the unit. Ventilator was taken off patient and bagged. Unit was in pressure control mode, no other setting are available at this time.